Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-10-00, (B)(4), equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 13 months postop the initial implant, this (B)(6) y/o male patient dislocated easily and often. Very loose in the arm. The adapter tray and poly were revised to a larger size. Patient was last known to be in stable condition following the event. Devices will not return per hospital policy.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition are the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.